Event description:
It was reported from the patient's mother that after a stomach surgery, the patient's seizures have worsened and the patient had to be hospitalized. The mother is currently requesting the neurologist to disable the device. Additional information was received that the patient is not scheduled to return to clinic until next month. It was also reported that during the patient's hospital stay, adjustments were made to the vns; per mom, the device has not been checked since. An update was received from the physician's office. Their notes stated that additional adjustments were made by the physician in february and the patient has not been seen since. The patient was instructed by their physician to go to the ER if they needed the device to be disabled, but the patient has not gone in. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Update was received that the patient had their device disabled. No other relevant information has been received to date.